Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation difficulty occurred. A intellanav mifi open-irrigated catheter was selected for cardiac ablation procedure. During preparation of the catheter it was noted multiple irrigation ports were found to be not flushing correctly. The procedure was completed by replacing the catheter with another of the same device. No patient complications were reported.

Event description:
It was reported that irrigation difficulty occurred. A intellanav mifi open-irrigated catheter was selected for cardiac ablation procedure. During preparation of the catheter it was noted multiple irrigation ports were found to be not flushing correctly. The procedure was completed by replacing the catheter with another of the same device. No patient complications were reported.

Manufacturer narrative:
Visual examination revealed dried saline found on distal end and inside several irrigation ports. No irrigation port anomalies were found. The luer fitting has several cracks. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. A metriq pump was connected to the luer fitting and then the distal end was suspended in the center of a 250ml beaker. At an irrigation flow rate of 30ml/min (ablation rate), saline leaked heavily from the cracks in the luer fitting with very little saline exiting the irrigation ports. To continue flow testing, the luer fitting was removed and replaced with a new one. After 5 minutes at 30ml/min, the beaker contained approximately 149 ml of saline, which was within spec. During the test, saline flow through all 6 ports appeared normal.